Manufacturer narrative:
Pending evaluation.

Event description:
My mother had an exactech, optetrak knee implant on (B)(6) 2009 that was defective. She had revision surgery on (B)(6) 2014 due to patella tracking-lateral release. Her 2014 knee implant was an exactech, optetrak knee implant, "(B)(6) 200." That revision was defective, due to loosening of the patella. She needed re-revision surgery but passed away prior to her surgery. She suffered from knee swelling, extreme pain, mobility issues, implant loosening, and instability problems. This knee implant should be recalled due to loosening of the patella.

Manufacturer narrative:
(H1): the revision reported in experience was likely the result of patellar tracking issues, possibly related to a tight lateral ligament and/or the location of the patella component relative to the femoral patellar groove. The patella loosening reported was likely the result of damage to the bond at the bone ¿ bone cement ¿ implant interface.